Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. Since the customer sent us 2 incident forms, each case will be treated separately. This complaint is for patient cristal. The device ga-5000002us:spxay20-25c-00046 was installed on (B)(6) 2025, and still under warranty. The service engineer visited the facility and performed energy checks for safety case. All energy was within range and machine is working properly. Nff. Device malfunction wasn't the suspected cause of the adverse event. The regional clinical expert evaluated this ae based on the provided data and advised as follows: "lumenis received a report of an adverse event involving the splendor x. The injured patient is reported as a 40yo female, listed as fitzpatrick IV. Photos show medium-toned african american skin. This was this patient's first treatment. Settings are recorded as 18mm spot, bled alexandrite 5j yag 6j, pd not listed, cooling on (unspecified level), 2hz. "Immediately post treatment, the patient complained of pain, dizziness, darkening squares on the treated areas. 24 hours post, the patient is reported to using hydrinity restorative serum and hyacin spray. 48 hours post treatment the patient noted blistering and sought emergency room care. She was diagnosed with second degree burns. Photos demonstrate pih and compromised tissue on the bilateral full legs. 9 - permanent injury resulting in permanent impairment. "Root cause failure: user error. No test patch was done. Inappropriate total fluence and alexandrite fluence for skin type. Failure to recognize unsatisfactory tissue response. Misdiagnosis of skin type and ethnicity. Possible effects: prolonged pih and hypopigmentation. Scarring and permanent pigment changes are possible." Since the injury is serious (rated 9 out of 10), lumenis is reporting this case to the FDA as an importer. Lumenis has sent all the information to the legal manufacturer of the device "bios".

Event description:
Lumenis received an adverse event report on patient who sustained burn at the axilla area following treatment by splendor x 2.0 device.